Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a bent video connector pin caused no image when trying to white balance. The cause of the defective video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the error occurred along with a no image issue due to a bent video connector pin. It was also recommended that the software be upgraded from version 3.01 to version 3.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e311 and an e931 error which occurred while using the visera elite video system center. There was no patient harm associated with the event. The device was returned and evaluated, and there was a no image issue due to a bent video connector pin. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.